Event description:
After having an uneventful e-lasik(lasek) surgery in both eyes, the cornea of the left eye demonstrated a 50% thinning in the superior, near center-nasal portion. Surgery performed 8/2002.